Event description:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that both of the units hard drives failed. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not boot up. The customer also reported that both of the hard drives on the cns failed. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer replaced the hdds and registered the software to resolve the issue. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use and require proper maintenance.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that both of the units hard drives failed. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) will not boot up. The customer also reported that both of the units hard drives failed. No harm or injury was reported.